Manufacturer narrative:
(B)(4). The return of the unit has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a cardiac surgery in the first week of (B)(6) 2015, the patient received 3rd degree burns to his/her lower leg. The forcefx8c generator was in use at the time. Reportedly, the patient has since received a skin graft at the burn site. Additional information regarding this incident has been requested.

Manufacturer narrative:
(B)(4). Date of follow-up report : 11/13/2015. The forcefx8cs generator was received for evaluation. The investigation did not identify anything that would have caused or contributed to the reported event. The unit was found to function normally and within specification. A review of the device history records for this serial number was conducted and no entries pertinent to the customer's report were noted.